Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and battery out limit. The insulin pump had a blank display intermittently. Customer's blood glucose level was 280 mg/dl. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. The insulin pump functioned properly. No blank display or display anomaly noted. No damage inside pump noted. Device functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No excessive no delivery alarm noted. The insulin pump passed self-test, unexpected restart test and all operating current measurement were normal. No unexpected low battery, battery out off limit alarm or off no power alarm noted, however the pump battery tube was corroded. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.